Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, crossover proximally.

Manufacturer narrative:
Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality was not able to perform manufacturing record review due to the lot number not being provided. The most likely root cause of the event may be attributed to improper sizing of the patient during the implant procedure. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information this penile prosthesis was explanted on (B)(6) 2018 due to proximal crossover. The date of implant was not provided. Additional information received indicated patient was sized using the furlow. Patient had peyronie's disease with a curvature. There were no major clinical consequences, although the patient had to be brought back to the or for this revision. The prosthesis was not sized properly to begin with because of the proximal crossover. Therefore, the original implant was removed during the revision procedure, the corpora were re-measured, and then rear tip extenders were just added to the proximal aspect of the prosthesis.